Event description:
It was reported that a patient with a 77 mm aneurysm experienced a pre-operative aneurysm rupture and was treated with a stent graft esbf3614c103e endur iis bif. Approximately 5 months post index procedure, a type ia endoleak and graft infolding were identified. The graft exhibited a crescent shape infolding towards the flow divider, and a small type 1 endoleak was noted. Intervention was performed approximately 3 months later, including intravascular ultrasound and ballooning with two reliant balloons; however, the infold and endoleak remained unresolved. A decision was made to use an aptus device to address the small type ia endoleak. The leak was not visible on angiograms, leaving its resolution uncertain. It was noted that the patient got very sick after the CT scan and was hospitalized and needed extra time to recover from his hospitalization. A repeat computed tomography scan was planned to further evaluate the stent graft and endoleak. Per the physician the cause of the type ia endoleak and infolding is undetermined. It was stated that no thrombus, calcification, tortuosity, or graft oversizing contributed to the event. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and endoleak were confirmed on the films provided. The endoleak appears most likely to be a type ia proximal endoleak, likely related to the infolding. Although the cause of the infolding could not be conclusively determined, it is possible that a slight oversizing of the stent graft, by implanting a 36mm device in an aortic neck measuring 26mm to 28mm, may have contributed. The endurant ii/iis stent graft system instructions for use recommends that "the aortic sections of the bifurcated stent graft configurations should be oversized 10% to 20% in relation to the actual measured inner vessel diameter." Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the patient does not want any additional procedures done. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.